Event description:
Information received does not address the patient's clinical status but notes that one day post implant, telemetry strips showed pauses of up to two seconds. The sensitivity was increased, but later in the night, the pauses recurred and there was noise on the ventricular channel. Although pvarp was extended, the noise was still apparent. The device would not interrogate and would not accept a download. Therefore, it was replaced.